Manufacturer narrative:
Evaluation of device pending. Recall is not classified at this time.

Event description:
Customer reports device failing internal diagnostic test. AED is within population of current field corrective action. (B) (4).